Event description:
International affiliate reports the tip of the variable drill sheared off into the vertebral body of the l5/s1 segment during spine surgery. The drill tip remains within the s1 body and it was reported that the surgeon is not concerned about tip migrating. See mfg report# 1526439-2007-00174 for the other instrument that broke during this surgery.

Manufacturer narrative:
Depuy spine has requested return of the instrument for eval. Review of the device history record confirms the lot met specification requirements when released to stock. No conclusion can be made at this time. Events of this nature can result from excessive force applied to device. The instruments is made of stainless steel and although it is not implant grade, it is controlled in its mfg and specifications. The material is resistant to corrosion in a variety of environments, including blood. The processing of the instrument includes a passivation process which further increases the material's resistance to corrosion a follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.